Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device became stuck on the wire during pullback and could not be removed over the wire. A dissection was noted, and additional stents were deployed to resolve it.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, wire wrapped around the catheter during pullback and the catheter could not be removed over the wire. A second opticross was used and the wire was also wrapped around it. A dissection was noted, which was treated with an additional stent. It was further reported via medwatch mw5182827 that the target lesion was located in the left anterior descending artery (lad). Following stent deployment, the catheter crossed easily and imaging was started. After a few seconds, imaging was lost. An attempt to pull the catheter back to re-flush failed and everything had to be removed. During re engagement with the guide, there was a new lesion in the proximal lad, and the patient developed constrictive pericarditis. The lesion was stented and then formed thrombus again, requiring repeat ballooning and an iib/iiia inhibitor.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.